Event description:
During primary of left femur, when doctor open box with implant, the seal was broken. He then used another one and completed surgery with no delay.

Manufacturer narrative:
An event regarding packaging damage involving an mrs modular head was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device or its packaging were not returned. -medical records received and evaluation: not performed as the subject device was not implanted. Replacement product was immediately available and no adverse consequences to the patient were reported. -device history review: the device was manufactured and shipped to stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the cause of the event could not be determined as the device or its packaging were not returned for review.

Event description:
During primary of left femur, when doctor open box with implant, the seal was broken. He then used another one and completed surgery with no delay.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.